Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connector to the hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and the cine function would not work. No patient serious injury or death was reported related to this event.